Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed that the right atrial (ra) lead exhibited over sensed noise resulting in inappropriate automated mode switch (ams) episodes. The clinic will continue to monitor the patient and no intervention was performed. The patient was in a stable condition.